Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient sustained a severe blow to the head during an automobile accident, resulting in a loss of connection to the internal device. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2011.